Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), hypersensitivity ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), nausea ("nausea") and gastrointestinal disorder ("gi condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, menorrhagia, hypersensitivity, psychological trauma, nausea, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered device breakage, female sexual dysfunction, gastrointestinal disorder, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: apareunia, rash/skin condition, menorrhagia (heavy menstrual bleeding), , breakage, nausea, gi condition, weight gain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: apareunia, rash/skin condition, breakage/ expulsion, psych injury, vaginal infection, nausea, gi condition, weight gain menorrhagia (heavy menstrual bleeding), were added. Product indication added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), nausea ("nausea") and gastrointestinal disorder ("gi condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, menorrhagia, dermatitis allergic, psychological trauma, nausea, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered dermatitis allergic, device breakage, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: apareunia, rash/skin condition, menorrhagia (heavy menstrual bleeding), , breakage, nausea, gi condition, weight gain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.